Manufacturer narrative:
Date of death - estimated. Date of event ¿ estimated. Treatment/therapy start date - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. (B)(4). The devices were not returned. The lot history records (lhr) could not be reviewed and similar complaint queries of the complaint handling system could not be performed because the products were not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of death/expired, is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. It was reported that xience v was used in a coronary artery bypass graft. It should be noted that the xience v IFU states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length = 28 mm) with a reference vessel diameter of 2.25 mm ¿ 4.0 mm. A conclusive cause for the reported death/expired, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional patient effects reported in the article are captured under separate medwatch reports. Attachment title: "post-market clinical follow-up evaluation report xience family of stents."

Event description:
This is filed to report patient death. It was reported through the pmcf report, that the xience v may be related to death (all-cause mortality [acm]), side-branch closures (occlusions), myocardial infarction (mi), perforations, thrombosis, restenosis, coronary artery bypass graft (CABG), target lesion and vessel revascularization. Details are listed in the attached article, titled post-market clinical follow-up evaluation report xience family of stents please see the attached post market clinical follow up (pmcf) evaluation report for specific information.